Manufacturer narrative:
D9: date returned to manufacturer: 6/18/2024. Device evaluation: one device was returned for analysis in used condition. Visual inspection found the downstream occlusion (dso) seal is bubbled and there is a hole in it. The upstream occlusion (uso) seal was worn. The primary reported problem was replicated and verified. The dso seal was replaced and the uso was replaced. The device passed all functional tests after the repair.

Manufacturer narrative:
Investigation including root cause analysis is in progress. A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when additional information becomes available.

Event description:
It was reported that the device had a bubbled downstream occlusion (dso) and had a hole in it. The event occurred during testing, there was no delay in therapy, and there was no physical damage reported. There was no patient involvement, and no harm/adverse event was reported.